Event description:
Additional reporting was received that surgery occurred to explant and replace the ipg, and the ipg pocket was relocated, which resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had several falls, and the patient experienced pain at the ipg site. As a result, surgery may occur to address the issue. High impedances were measured at the lead contacts, documented in the following report (related manufacturer reference number): 1627487-2020-23923.